Event description:
It was reported that the patient underwent a surgical procedure to explant and replace this inflatable penile prosthesis (ipp) due to erosion of the scrotum that was preceded by pain for several months. It was also reported that the device had not functioned for several years prior to revision. All components of the ipp were explanted and a malleable prosthesis implanted. No additional patient complications were reported. The explanted components are not expected for return. A supplemental report will be submitted should additional information be received, or the device returned for analysis.